Event description:
It was reported that a stent was implanted in the saphenous vein graft. After deployment, the physician attempted to withdraw the htf ii guidewire, without observation under fluoroscopy (against IFU). Resistance was encountered and upon removal from the pt, the distal tip of the device was missing. It was located in the ostium of the saphenous vein graft attached to the stent which had been dragged out from its original deployed position. The stent and wire floated out of the ostium and lodged in the left renal artery. After successful attempts to retrieve the stent with snare devices, another htf ii guide wire pulled the stent from the renal artery to the femoral sheath. The physician felt resistance during the attempt to bring the stent into the sheath against IFU, and the distal tip of the guidewire broke off. The sheath was removed and the separated pieces were left in the pt until a femoral cutdown could be performed. Before the planned surgical procedure was performed, the pt had a stroke and died the next day.